Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 2x15mm mini trek balloon dilatation catheter (bdc) was removed from the box, the balloon was noted to be pierced. Therefore, the bdc was not used in the procedure. Another mini trek bdc was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.